Event description:
During a nasal surgery a dispersive electrode was used. The plate was applied to the right calf. When the dispersive electrode was removed two burns were discovered under it. The patient was characterized as thin. The electrosurgical procedure was a septo + turbinectomy, duration 1.5 hours, high energy app. 80 amperes. No esu safety feature has been used. The burn was diagnosed a third degree burn. The reporter states, that the electrode was well adhering, that no parts of the gel area of the electrode were lifted off the skin during the procedure, that hair was present under the gel area of the electrode. The reporter implies that a defect in the gel surface of the electrode might have caused the event.